Event description:
It was reported the pt had an inflamed area near his ipg site and he experienced hot flashes and chills. The pt reported it was painful to stand up or sit down. Follow-up identified the surgeon plans to explant the pt's ipg only. The reason for explant is currently unknown as attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.